Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: the device has been received. D11: concomitant products added h3, h6: investigation summary: background: 11/09/2020: updated ed: it was reported that on (B)(6) 2020, during surgery with expedium verse the screws were final tightened and then the screw head respectively part of the thread broke of as well as correction key was deformed. Following the incident respectively the breaking of the screw tab and the innies, the surgeon removed and then replaced these 2 screws with new ones, inserted a rod and new innies, tightened them. Procedure was successfully completed without surgical delay. There was no patient harm/consequences. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown ); unknown rods (part# unknown, lot# unknown, quantity unknown ). This complaint involves six (6) devices. Investigation flow: damage. Visual inspection: verse correction key (part. No: 199721000, lot. No: 265089, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the threads of the received screw were stripped. Thus, the complaint is being confirmed. Device failure/ defect was found. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to the post manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed. Expedium verse dual lock assembly: dwg-887010006 rev d and rev. E. No design issues or discrepancies were found during this investigation. Complaint was confirmed. Investigation conclusion: the complaint is being confirmed for verse correction key (part. No: 199721000, lot. No: 265089) as the threads of the received device got stripped. While a definitive root cause cannot be determined, it is possible that the threads of the received device might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6, device history lot: the DHR of product code 199721000s, lot 265089, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on december 19, 2019. Qty. (B)(4). The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate d4: lot number provided for reporting.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2020, during an unknown surgery, the screws were finally tightened when the screw head part of the thread broke off. The correction key became deformed as well. The surgeon removed and replaced the 2 screws, inserted a rod and new innies, then tightened them. Procedure was successfully completed without surgical delay. There was no patient harm/consequences. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown ). Unknown rods (part# unknown, lot# unknown, quantity unknown ). Unknown tightener (part# unknown, lot# unknown, quantity unknown ). This is report 2 of 3 for (B)(4).

Event description:
Additional event information: this complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation conclusion: complaint summary: during surgery with expedium verse the screws were final tightened and then the screw head respectively part of the thread broke of as well as correction key was deformed. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the threads of the correction stripped. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: the DHR of product code 199721000s, lot 265089, was reviewed and no non-conformance was observed during the manufacturing process. The product was released on december 19, 2019. Qty. 250. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments the image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the threads of the correction stripped. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown surgery, the screws were finally tightened when the screw head part of the thread broke off. The correction key became deformed as well. No further information or patient consequence was reported. Unknown tightener (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) expedium verse spine system verse correction key 5.5. This is report 2 of 2 for (B)(4).